Manufacturer narrative:
Reference no. (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no. The investigation is ongoing.

Event description:
As reported, it was a case of a 23 mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, the esheath was inserted at a steep angle without difficulty. Resistance was then encountered when advancing the delivery system into the esheath, and the system became stuck at the white portion of the sheath. The valve became dislodged and remained within the sheath hub. A kink was also noted at the white segment of the sheath. A new commander delivery system and a new valve were prepared, and a 16f esheath+ introducer was inserted without issue. However, resistance was again encountered when attempting to advance the commander delivery system through the 16f esheath+. The procedure was completed. Following completion, a vascular dissection was identified at the puncture site, requiring placement of a covered stent. The patient remained in stable condition. As per medical opinion, the perceived root cause of the vascular injury was the resistance advancing the crimped valve through the 14f and 16f esheath+ due to a calcification and tortuosity. As per picture provided, the valve was dislodged and stuck in the sheath hub.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures-such as valve frame damage or compromised sheath and delivery system components-as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for resistance was confirmed based on available information. Available information suggests patient factors (calcification, tortuosity, undersized vessels) likely contributed to the event as provided information indicated presence of calcification and tortuosity in patient's access vessel. In addition, it was indicated that the minimum luminal diameter was 5.5mm (recommended greater than or equal to 6mm for use of 16fr esheath+). Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Furthermore, undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.